Event description:
Caller reported that insulin gauge displayed incorrectly. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using cold insulin to fill the cartridge.